Manufacturer narrative:
This report originally filed as MDR number 2050303 from sinking spring. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an ophthalmic blade was found to be dull during a cataract procedure. The blade was replaced and the procedure was completed. There was no patient harm. Additional information has been requested, but none received to date.